Event description:
It was reported that the user disconnected the ilet pump at night due to difficulty sleeping and acknowledged this was contrary to healthcare provider guidance, and the user did not transition to an alternative therapy when the system was shut off. No reported symptoms. Outcomes included treatment interruption without escalation to another therapy. Investigation included troubleshooting and education with the user. Investigation of this case revealed user-initiated pump disconnection and use outside of recommended instructions, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error related to off-label use and inadequate adherence to therapy.